Manufacturer narrative:
Continuation of d10: product ID: 37751, serial#: (B)(6), product type: recharger. Product ID: 37761, serial#: (B)(6), product type: recharger. Product ID: 37751, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported they have been trying since saturday to get it charged and it won't, they think the ins is discharged and pt's speech and tremor symptoms came back on sunday. Worked with caller to try and start charging the ins and caller reported seeing the ins battery empty warning screen. Worked with caller to try to reposition the charger and try again, remove the antenna from the ins and stop the session, press various buttons to stop the charge session and try againbut the screen remained on the ins battery empty warning screen. The issue was not resolved through troubleshooting. Caller said prior to the surgery they were regularly recharging the implant up to 100% all the time. An email was sent to the repair department to replace the device.  Patient services (pss) received call from patient rep stating that they received the replacement 37751 recharger and are still experiencing coupling issues. The caller stated that when they plugged the dtc into the recharger the connector pin broke off inside the charging port. The caller was able to remove the connector pin from the charging port, the caller stated that they have tried to reposition the antenna over the ins and the most boxes they can fill are two. Pss redirected the caller to hcp to further investigate the coupling issue. Pss sent an email to manufacturer representative (rep) to further assist with the callers request in transiting the patient to the wr. Pss sent an email to repair to replace the dtc.

Manufacturer narrative:
H3. Analysis of the desktop charger (s/n (B)(6)) found the connector pin was bent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the battery and charging issue was due to a failure to charge which was believed to be due to the patient not having access to the recharger. The rep worked with the patient and repositioned the recharger which allowed them to get good coupling and charge.